Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging eye irritation, nose irritation, skin irritation, respiratory tract irritation, asthma new or worsening, difficulty breathing when climbing steps, shortness of breath and other. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging eye irritation, nose irritation, skin irritation, respiratory tract irritation, asthma new or worsening, difficulty breathing when climbing steps, shortness of breath and other. There was no report of medical intervention. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the manufacturer service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, the device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer service center. There was no error code found. The manufacturer service center concludes that there was no visible foam degradation box h: device evaluated by mfg., evaluation method code, evaluation results code and conclusion code grid has been updated. Box d: device avail for eval? (Rfb) & date returned (rfb) updated.